Event description:
The complainant alleged while monitoring a pt (age and gender unknown), the device failed to display an "ECG lead off" message when a lead snap is removed from the pt. The complainant indicated that there was no adverse effect to the pt as a result of the malfunction.